Manufacturer narrative:
The device was returned to the resmed technical service center and an evaluation was performed. The device is currently being returned to (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while the astral device was being configured for the patient, it alarmed and the screen was black. There was no patient connected at the time of the event.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported black screen. The investigation determined that the reported event was due to an isolated component failure within the device main pcb. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).